Event description:
It was reported that the lens was implanted on (B)(6) 2012 and explanted on (B)(6) 2012 stating that the doctor implanted the wrong power lens. It was stated that the lens explanted was a 20.0 diopter lens and was replaced by a 22.0 diopter lens. The incision was not enlarged to remove the lens and an acrylic lens cutter was used. It was stated that the lens was removed in pieces and discarded. No patient complications were reported.

Manufacturer narrative:
Explanted lens. It was reported that the lens was discarded by the facility and therefore not returned for evaluation. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.